Event description:
It was reported that the legacy tap snapped at the shaft during use. The broken part was able to be removed with the use of a coker. The procedure was completed without further incident.

Manufacturer narrative:
(B)(4). Visually confirmed instrument broken at ~70mm mark. Microscopic examination of fracture surface revealed fairly brittle fracture with no indication of fatigue or torsion. The location and nature of fracture surface suggest failure due to bend stress overload. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.